Manufacturer narrative:
Device remains implanted.

Event description:
The physician performed a 3-level lumbar fusion from l2 to l5 with placement of optimesh at each level. Following the surgical procedure, the patient reported neurological symptoms. The patient was returned to the operating room for exploratory surgery at which time bone was identified near neurological structures and was removed. Following the procedure, the patient's neurological symptoms were reported to be resolved.